Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information that the batteries are not holding a charge on the system. The system will power off when unplugged from the wall in less than a minute of being unplugged.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after replacing battery, system functioned normally. The system then passed the system checkout and was found to be fully functional.